Event description:
It was reported per filed service report: pump on pt: symptom - no ac or dc operation. No 12v or 5v. Findings/action/taken: no +5v dc or +12v dc. System would not power up. Replaced power supply. Performed a functional check on system.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.